Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure. Information regarding if the outcome was device or therapy related was not provided. The pump will be returning.

Event description:
It was reported that the patient had right heart failure pre-implant. The patient was implanted on (B)(6) 2023 and passed away due to right heart failure on (B)(6) 2023. The outcome was not device or therapy related and the device operated as expected. The outcome was not due to the implant procedure. The autopsy was declined, and no pump was returned for evaluation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.